Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The products associated with this adverse outcome were returned from an unknown source with no information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. A cause of death will not be received. Concomitant product: 5092-52 implantable pacing lead (B)(6) 2002. (B)(4).

Event description:
A dual chamber implantable pulse generator (ipg) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient died approximately three months post the ipg implant. A cause of death will not be received.

Manufacturer narrative:
Evaluation summary: the lead was returned, analyzed, and analysis results revealed no anomalies found.

Event description:
A dual chamber implantable pulse generator (ipg) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient died approximately three months post the ipg implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.